Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a infection called cellulitis of the abdominal wall. For treatment, the patient was given the prescription cephalexin, to be taken orally for 7 days. The pod was removed after wearing between 4 and 24 hours on the abdomen. The patient's blood glucose (bg) values were at 400 mg/dl.